Manufacturer narrative:
Sc- sc-1232 sn: (B)(6). Sc-8336-50 sn: (B)(6). Investigation results: the ipg and lead were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the event of ar-d: 2354: stimulation inadequate; ar-p codes: 9205: pain, 9287: undesired sensations, stimulation-related, 9178: muscle spasm, stimulation-related; ai codes: f0101: therapeutic response decreased, f1903: device explantation for ipg were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient experienced inadequate pain relief and the stimulation is causing discomfort. The patient underwent an explant procedure where everything was explanted. The patient is stable post operatively. The explanted devices were disposed per hospital policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7088799. UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate pain relief and the stimulation was causing discomfort. The patient underwent an explant procedure wherein everything was removed. The patient was stable postoperatively. The explanted devices were disposed per hospital policy.